Manufacturer narrative:
Date sent to the FDA: 01/10/2024. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2014 and mesh was implanted. It was reported that the patient underwent recurrent hernia repair surgery on (B)(6) 2022 during which the surgeon noted an enterocutaneous fistula and intraabdominal abscess at the prior repair site with small bowel densely adhered to the abdominal wall. The small bowel was adhered to the abdominal wall in the proximity of the previously placed mesh and caused the patient to suffer from a bowel obstruction. The surgeon performed lysis of adhesions, a small bowel resection and takedown of the enterocutaneous fistula. It was reported the patient experienced severe pain, inflammation, loss of appetite, scarring and disfigurement. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 12/16/2024. H6: appropriate term / code not available (e2402) utilized to capture bowel resection. Additional b5 narrative: it was reported that the patient experienced enterocutaneous fistula, bowel resection, hernia recurrence, discomfort, and abdominal distention. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.